Event description:
The customer contact reported difficulty regulating flow; subsequently the pt received more IV fluid than intended. The tubing set was being used to deliver 500ml of 0.9% sodium chloride at a rate of 40ml/hr. The cair clamp was used to regulate the flow rate. It was reported that after 2 hours in use, the pt received the 500ml of solution. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. All affected canadian customers were notified via a device info letter dated oct. 9, 2007. This report represents all the info known by the reporter upon query by hospira personnel.